Event description:
It was reported that the pcu had an unspecified "system failure" on 21 february 2023 at 08:00 am and during log review by the hospital's biomed technician, error 800.8000 was found on 25 july 2022 at 09:58:51 am. There was no information on patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had an unspecified "system failure" on (B)(6) 2023 at 08:00 am and during log review by the hospital's biomed technician, error 800.8000 was found on (B)(6) 2022 at 09:58:51 am. There was no information on patient involvement. Although requested, additional information was not provided.